Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on the distal edge, a green image, and minor cracks on the side of the video connector based on the results of the investigation, it is likely that the scope green image was caused by defected outer tube. However, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited distal fiber breakage, minor scratches on the distal edge, a green image, and minor cracks on the side of the video connector. There was no patient involvement.